Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09839, 0001825034-2019-03086.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: tri-spike shell w/apex hl 54mm, # item 101005, lot: 644750;   integral/x por red prox 13mm, # item x12-171313, lot: 205690;  selex/magnum mod hd 40mm +3, # item s331140, lot: 376410. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-09839. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a revision procedure approximately five years post initial hip surgery due to pain, feeling dizzy, and dislocation. The patient alleges metallosis, severe nerve damage to the muscles and tissues. Attempts to obtain additional information have been made; however, no more is available at this time.